Manufacturer narrative:
The biomedical engineer reported that their transmitter was not displaying accurate ECG readings. The biomedical engineer also reported that the transmitter was showing a heart rate reading of 80 while the central nurses' station (cns) was showing a heart rate of 120 for the same patient. They swapped out leads, batteries, as well as the receiver cards, but the issue continued to persist. They then placed another transmitter on the same patient, and the heart rate reading was showing correctly on both the transmitter and the cns. The failed device was sent in for an exchange and further evaluation. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the cns was used in conjunction with the transmitter but was not the device that experienced failure. Attempts to obtain the following information were made, but not provided: cns - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that their transmitter was not displaying accurate ECG readings.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter was not displaying accurate ECG readings. The bme also reported that the transmitter was showing a heart rate reading of 80 while the central nurses' station (cns) was showing a heart rate of 120 for the same patient. They swapped out leads, batteries, and the receiver cards, but the issue continued to persist. They then placed another transmitter on the same patient, and the heart rate reading was showing correctly on both the transmitter and the cns. The failed device was sent in for an exchange and further evaluation. No patient harm or injury was reported. Service requested / performed: troubleshooting: an exchange unit was shipped to the customer on 09/05/2019 to resolve the issue. On (B)(6) 2022, the reported device was cleaned and decontaminated by nihon kohden repair center (nk rc). Physical damage was noticed on the front case assembly, as well as signs of fluid intrusion. Upon rc evaluation, the reported problem could not be duplicated. Investigation summary: the root cause of the issue could not be determined as the nk rc was not able to duplicate the issue upon evaluation. A possible cause of the issue could be improper maintenance of the nk device by the user facility. The reported issue does not require further investigation through CAPA process since nka rc evaluation proved that the device was not properly maintained by the user facility and the issue could not be duplicated on rc evaluation. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the transmitter was not displaying accurate ECG readings.